Event description:
It was reported to gore that a gore suture passer instrument was being used in an abdominal hernia repair when the tip broke off inside the pt. The tip was not retrieved and remains in the pt. Additional, event specific info was not available.

Manufacturer narrative:
The potential for device breakage is addressed in the warnings section of the instructions for use stating, "do not bend the needle or sleeve assembly. Incomplete needle reaction into the sleeve during use may cause breakage of the needle tip. Should the needle inadvertently come loose or portion break, falling into the cavity, retrieve the part with graspers." Additionally, the contraindications section of the IFU states, "the gore spi or any of its parts are not for implantation." All available info has been placed on file for use in tracking, trending and follow-up.